Event description:
The patient reported that the pump was turning off at random. The patient reported that the issue occurred for the first time one week earlier. The patient reported that on one occasion the battery was replaced and later that day the pump was off and was unable to turn back on. The patient reported that there was no noted damage to the pump or battery cap and the pump turning off was not associated with any low or replace battery alarms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4): a review of the black box indicated that rebooting had occurred. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The pump was exercised for 24 hours with no power issues occurring. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.